Event description:
Lap chole - "the surgeon placed the first 2 clips and after that the instrument jammed and the clips that came out were open and uniformed." Pt status: normal.

Manufacturer narrative:
The incident device anticipated to return. A follow up report will be provided upon completion of investigation. In accordance of 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.